Event description:
The surgeon provided the following event clarification to ivantis on (B)(6) 2020. The patient is "perfect" and there was no cyclodialysis cleft that occurred; rather, there was minor iris damage at the base. There was no intervention needed for the repair and the patient is healing as expected.

Manufacturer narrative:
The surgeon was not sure when the minor iris damage occurred, stating "it could have occurred with the hook, during removal, or even during cataract surgery. But it was nothing significant, sometimes you see this type of damage with cataract surgery." Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Iridodialysis and inability to implant the microstent are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6) year-old male patient underwent uneventful cataract surgery with attempted implantation of the hydrus microstent in the left eye on (B)(6) 2020. During the procedure, the surgeon used a sinskey hook to try to advance the microstent, but the surgeon felt resistance and stopped. The sinskey hook and the hydrus were removed from the eye; after device removal the surgeon noticed what appeared to be a cleft (approximately one clock hour in size). Additional information was requested and on (B)(6) 2020 the surgeon provided the following information on the case. The patient is doing well, no device was implanted. The microstent went into the iris instead of the trabecular meshwork. The iris was flakey, but there was no bleeding, no inflammation and iop was fine. On (B)(6) 2020, the surgeon provided the additional event details and follow-up information. During the procedure, the microstent was not released into the trabecular meshwork properly. The microstent was retrieved with the hydrus inserter and removed from the eye. The patient's status was listed as normal postoperative healing.